Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's implantable pulse generator (ipg) pocket surgical wound was dehiscing. Surgical intervention was taken, the patient's generator was replaced, and the wound dehiscence was addressed.